Event description:
The patient was sitting in a chair. When she stood up, the chair pad did not alarm. Pad was brand new. The patient sustained a bruise to the left temple and a skin tear on the left elbow.